Event description:
Customer reported via phone, she was experiencing high blood glucose over 300 mg/dl and believes the insulin pump might be the cause. Customer thinks the device might be the cause of delivery anomaly since it has a big crack on the reservoir compartment. The damage is located where it connects to the reservoir and customer doesn't recall how damage occurred. Customer was advised to discontinue use of the device, revert to back up plan, and the device need to be replaced. Customer agreed to return the device.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump passed basic occlusion test and displacement test. However, the insulin was unable to prime during prime test due to faulty force sensor. The insulin pump was unable to perform excessive no delivery test and occlusion test due to prime anomaly. The insulin pump was received with broken reservoir tube lip, missing end cap sticker, cracked case at display window corners and lcd window. The insulin pump was received missing o-ring.